Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A device evaluation was performed, and the results are as follows: the tissue pad in the grasping section was intensively worn away. The coating of the probe was partially peeling. Also, the coating of the grasping section was partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, the intensely worn-out tissue pad is likely due to the following: 1. The grasping section was closed without grasping anything while the output in seal & cut mode was activated, (this includes after tissue resection) causing the tissue pad to wear intensively. 2. The coating of the grasping section could have come off when dirt (such as burn) was scraped off with something hard. Furthermore, the probe coating likely peeled off the device was handled as follows: activate the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal & cut mode continued after completion of a tissue cutting is also included in such activation. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after the tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿if the grasping section, metal-exposed area around it or the probe tip gets stuck to tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned to olympus. However, an evaluation has not been completed at this time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus the during laparoscopic hysterectomy with abdominal staging surgical procedure, it was reported that a portion of the teflon pad of the 5mm thunderbeat instrument was partially detached and did not fall into the patient. The procedure was prolonged an additional 20 minutes to ensure the detached portion was able to be retrieved. The case was completed with the same instrument and there was no report of patient or user injury.